Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6, and h11. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm no tip was received in a decontamination pouch. Upon receiving the device, visual inspection was performed and dried saline residue was found on the delivery wire and stent while inside the introducer. Functional testing was attempted and the device was flushed and advanced through the associated microcatheter; however, high resistance was met while advancing the delivery system through the introducer and at the microcatheter hub. The delivery system was retracted from the introducer to be inspected. Microscopic inspection was performed on the delivery system. The stent was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was observed to be in good condition (i.e., no bents, no kinks). The saline residues on the stent and delivery wire are believed to have increased friction while attempting to advance through the introducer. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 10021138. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the impeded condition of the stent is confirmed based on the high resistance met while attempting to advance the enterprise system through the introducer and into the microcatheter. The saline residues suggest that the flush was insufficient, leading to the high resistance. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm no tip vascular reconstruction device (product code: encr402300, lot number:10021138) became impeded at the proximal end of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31700151) and could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient. Then the doctor switched to a new stent and a new microcatheter to complete the procedure. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system was answered as ¿yes¿. Is a push plunge rhv being used was answered as ¿twisted type¿. Is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter was answered as ¿not applicable¿. The doctor removed the stent and microcatheter directly from the patient and the stent was still in the microcatheter. The replacement stent was an enterprise2 of the same product code. Additional event information was received on 28-apr-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. The mc did not kink/bent. There was no procedure prolongation/delay due to the event.